Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a 81 cm (32") appx 5.1 ml, 20 drop blood set w/200 micron filter, rotating luer, bag hanger and occurred in the day oncology unit. The customer reported that the line snapped (where the chamber and line connect) when a spiked bag of unspecified chemotherapy with an additional line (80cm complete kit roller clamp and with spinner collar connection) was inverted during priming/hanging of the line. This caused a chemotherapy spill on the nurse's gloves and the floor. A chemotherapy spill kit was used to clean up the spilled medication. The nurse thoroughly washed hands afterwards, and the gown was discarded and replaced. The chemotherapy line was disposed and the pharmacy was notified to make a new bag. The patient was exposed to the leaking chemotherapy, however, there was no medical intervention, no patient injury and no human harm.

Manufacturer narrative:
A photograph was provided by the customer and was evaluated. A single blood set was shown. The tubing appeared to be separated from the outlet post of the blood filter chamber. It was unclear in the image if solvent was present on the separated components. One new 81 cm (32") appx 5.1 ml, 20 drop blood set w/200 micron filter, rotating luer, bag hanger was received and visually inspected. As received, no damage or anomalies were observed. The used product shown in the provided image was not returned. The sister sample returned was functionally tested and met product performance specifications. No leaks or tubing separations occurred during testing. The reported complaint can be confirmed based on the image provided however, without the return of the used sample a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.